Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery alert. Customer's blood glucose value was 94 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer also states this was the second occurrence of replace battery alert. The customer was advised to continue to wear insulin pump until replacement arrives. The device will not be returned for analysis.